Manufacturer narrative:
A ge service rep performed an on site investigation. The failure was duplicated. Replaced high voltage tank and all high voltage generation components and control assemblies along with the x-ray tube. Performed filament calibration for output and alignment. The system was tested and found to be working as intended and placed back into service.

Event description:
Reported that system was not producing x-rays during initial check out prior to pt use. Another system was used for the actual procedure. No adverse effect on the pt.